Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an unexpected shock from the device while working on their pool. One hand was in the water and the other hand was on a metal fence. There was probably an ungrounded energy source that caused this. The device is still in use. No patient complications have been reported as a result of this event.